Manufacturer narrative:
.

Event description:
Reporter stated that, after firing, the lancet protrudes from the end- cap of the multiclix lancet device. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.